Manufacturer narrative:
Health effect impact code: (B)(4) biopsy; (B)(4) imaging required. A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side rupture diagnosed by MRI. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, underweight and opening. A microscopic analysis was performed which identify, two sharp opening in the posterior . A dimension measurement in the shell was performed which identify, the thickness within specification. Based on the device analysis, the final assessment is: two sharp edge opening in the posterior side assessed, as unidentified (tear) opening.

Event description:
Patient reported, right side rupture with silicone leakage. And silicone lymphadenopathy, diagnosed by MRI. The device has been explanted and replaced with non-allergan device.